Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-dec-2022 to 05-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed with rebooting issue. The field service confirmed with customer there were no problems with the station. The system functioned as intended after being assessed by the field service engineer.

Event description:
It was reported by the customer that the bd pyxis medstation es system pyxis has experienced numerous issues with malfunctioning drawers and cubies, and the system's rebooting process is causing delays, which hinders nurses from accessing medications necessary for patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that the pyxis medstation es system pyxis has experienced numerous issues with malfunctioning drawers and cubies, and the system's rebooting process is causing delays, which hinders nurses from accessing medications necessary for patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer failed with rebooting issue. A pyxis administrator is currently present on-site, has confirmed that the issue has been resolved, and has found no problems with the station. The system functioned as intended after troubleshooting.